Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller stated the device was not functioning. Caller stated the patient needed surgery and did not need it anymore, but they did not take it out. Caller did not have additional information why the device was non-functioning. It was reviewed with the patient that lumbar spine scans were not recommended for the ins device regardless if it was not functioning or not. No further complications reported. No symptoms reported.